Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04775.

Event description:
Edwards received notification from our affiliate in the united kingdom. A patient who underwent an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. As reported, the patient had a tortuous anatomy. No vessel straighten maneuvers were performed prior to insertion of the esheath. Once, the esheath was inserted, the strain relief was visible outside of the patient's body, thus potentially the esheath tip could not be above the iliac bifurcation, it was not checked during the procedure. Upon insertion of the delivery system into the esheath, a lot of resistance was noted, the anatomy of the patient did not allow for the delivery system to advance further. It was decided to abort the case, when retrieving the delivery system back into the esheath, the system was unlocked so there was no coaxial alignment between the delivery system and esheath. The valve moved toward the crimped balloon. In the imagery provided, it could be seen that the valve in the iliac, exposed against the esheath tip with the pusher retracted. A lot of force had to be applied to pulled the delivery system back as per the resistance found. At this stage it was noted that one of the struts of the valve appeared bent. Before the procedure, there were no abnormalities found on the valve. The patient at this point had a sudden loss of pressure. It was found an iliac rupture, which was intended to be repair. But the patient was given CPR for thirty minutes and, unfortunately, passed away. Devices were unremovable from the patient. As per medical opinion, the root cause of the event may have been related to the tortuous anatomy of the patient, the pulled force, and the iliac rupture.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. 3mensio, procedural imagery was provided. Post procedure device photo was provided by the site and revealed the following: patient's access vessel had present of calcification, tortuosity. No bent struts were observed. Crimped valve appeared non-coaxial to sheath during delivery system (with crimped valve) retrieval. Damaged observed on the esheath distal tip. The complaint of frame damage was unable to be confirmed due to unavailability of returned device and relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''when retrieving the delivery system back into the esheath, the system was unlocked so there was no coaxial alignment between the delivery system and esheath. The valve moved toward the crimped balloon, in the imagery provided it could be seen the valve in the iliac, exposed against the esheath tip with the pusher retracted. A lot of force had to be applied to pulled the delivery system back as per the resistance found. At this stage it was noted that one of the struts of the valve appeared bent. Manual, ''ensure the thv is centered on the flex tip'', ''ensure delivery system is locked'', and ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again''. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of tortuosity and calcification can create a challenging pathway during the delivery system (with crimped valve) withdrawal through the sheath, and it could lead to high resistance and withdrawal force. In this case, it is possible that the crimped valve/delivery system (ds) were withdrawn into the sheath non-coaxially, causing the valve to get caught on the sheath distal tip and, as such, preventing further withdrawal. It is also likely that excessive force was applied to overcome the withdrawal difficulty and resistance, resulting in damage to the sheath distal tip. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, withdrawal of crimped valve, non-coaxial thv withdrawal) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.